Manufacturer narrative:
Software investigation has not been completed. No further issues have been reported.

Manufacturer narrative:
Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Suspect a loss of communication between the cpu and the graphics subsystem, which could result in discontinuation of any updates to the screen (even if the software was still functioning normally behind the scenes).if this failure mode recurs, then this may indicate a hardware fault on the computer and it should be replaced. Otherwise, it indicates a transient error in the graphics card, and no further action is required.the system has been monitored for recurrence. The issue has not recurred. Therefore, no parts will be replaced.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative reported that there have not been anymore issues with the system. They did a transphenoidal surgery with the system last week and it ran perfectly.the software investigation found that the reported event was unrelated to a software issue. The logs indicate a possible issue at the operating system level. The software connection between the axiem box and the application was terminated. There is no indication as to why this termination happened. However, the logs show that the operating system reported that it experienced permissions issues with this connect. The most likely cause was the termination of this connection. The software functioned as designed.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the system became unresponsive. The surgeon attempted using the touch screen, however, received no response. A re-boot of the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.